Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective therapy due to high impedance. Reprogramming was unable to provide resolution. As a result, the patient's lead was explanted. The patient was implanted with a replacement lead on (B)(6) 2017. Effective therapy was restored post-op.